Event description:
Additional information received indicated a replacement right ventricular (rv) lead was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise resulting in oversensing was observed on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was explanted to resolve the event. The patient was in stable condition.